Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the right atrial (ra) lead connected to this pacemaker, had an alert for pacing impedances greater than 3000 ohms. It was reported that intermittent undersensing and capture have been observed in the ra. The healthcare provider (hcp) thinks the patient could be in chronic atrial fibrillation (af) and is concerned with a lead issue. The hcp wanted to consider the above, when determining the best mode programming for the patient. The patient left with the device programmed to pace the ventricle when needed, with no pacing in the atrium, and to sense in the atrium and ventricle. During atrial tachy response (atr) episodes, the device is programmed to mode switch to inhibit atrial tracking. Boston scientific technical services (ts) suggested to consider programming this mode switch as a permanent setting, as opposed to a mode switch. Information suggests this patient will be monitored. No adverse patient effects were reported.